Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the device did not transmit all of the information collected from the study resulting in a shorty study with gaps. A repeat procedure will be performed but the date is to be determined. No other known adverse events were reported.